Event description:
The manufacturer received information alleging screen froze. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging screen froze. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed by an operational check. The event long was checked and there no errors indicating abnormalities. Suggestion was made for display and display board to be replaced as a preventive measure, but no repair was performed due to request for no repair.